Manufacturer narrative:
Device evaluation: visual analysis of the returned mesh assembly revealed that a portion of the lead suture with the needle at the end was missing from the solid blue mesh leg assembly, indicating that the lead suture failed and broke in the proximity of the needle. Visual analysis of the returned capio device revealed no defects or damage. Functional analysis of the returned capio device showed that it operated freely and smoothly. The reported misfiring could not be confirmed. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause for this event was determined to be operational context.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that during an "anterior/posterior repair" procedure using an uphold vaginal support system, the needle "misfired" and detached. Reportedly, the needle did not fall loose inside the patient, and instead "fell off onto the floor." The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during an "anterior/posterior repair" procedure using an uphold vaginal support system, the needle "misfired" and detached. Reportedly, the needle did not fall loose inside the patient, and instead "fell off onto the floor." The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.